Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
A patient had bleeding (1 pint) after biopsy during a superdimension enb procedure and the physician discontinued the procedure. The patient was sent to ir to stop bleeding and was hospitalized 3 days.